Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3. Evaluation summary: one sample of device was received for evaluation. The reported event was confirmed. A visual inspection was performed and it was observed the tube presents signs of being used, the snap head connector is detached from the tube, the snap head and the proximal end of the tube were observed under the uv lamp and it was observed bonding agent was present in the sample plus the sample presents marks of being bonded. The device failed to meet specification as it was received or made available for evaluation. The review shows the product was released to specification. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the tube broke away from the flange. The patient was reintubated.